Event description:
A patient using an unknown opsite product for catheter placement suffered from skin irritation and a rash. As a result of the irritation the patient scratched at the site until it became infected requiring hospitalisation.